Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on. Visual analysis of the identified photos: the photo shows two devices, apparently both devices are intact but cannot be confirmed due la photo quality, cloudy in the gel, and labeled as right and left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Physician reported bilateral rupture. This record is for left side. The device remains implanted.